Event description:
The event is reported as: the customer reported - it was reported by a french hospital that during a laparoscopic promontofixation, the tip of the trocar broke when it was inserted into the pt's belly. No consequence for the pt. No injury reported.

Manufacturer narrative:
Device sample not received by MFR in time for this report. DHR did not show any issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.